Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation in 2008, that a gold probe was used during a procedure seven days prior. According to the complainant, no cautery could be generated. This occurred outside the pt. There were no pt complications reported as a result of this event.